Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189), g02001 - antenna, c19 - no device problem found, d14 - no problem detected. Additional information: imdrf annex a,c,d and g codes.

Event description:
It was reported that the pump turned off spontaneously while infusing. There was patient harm involved.

Event description:
It was reported that the pump turned off spontaneously while infusing. There was patient harm involved.

Manufacturer narrative:
Omit: a141204 - pumping stopped (1503),b17 - device not returned,c20 - no findings available,d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pump turned off spontaneously while infusing. There was patient harm involved.